Event description:
The iab leaked. Frank red blood was noted in the tubing after the "high pressure" and "gas leak" alarms sounded from the pump. The iab was removed and a second was inserted. Event complications: none from the event - rpt'd 5/29/97, 7/23/97. Pt current status: unk 5/29, 7/23/97.

Manufacturer narrative:
Device label code for f10. Position 1: 1738. Position 2 and 3: 1701. Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.